Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system displayed a yellow alert for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended. Technical services (ts) discussed the raat was suspended due to fusion beats, confirming capture. Ts also noted that this system exhibited farfield oversensing on the right atrial (ra) channel, and in reviewing other presenting electrograms (egms), the farfield signal is always there. At this time, no adverse patient effects have been reported, and this pacemaker remains in service.